Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use right atrial (ra) lead undersensing noted on stored electrogram (egm). The patient was hospitalized for evaluation. The ra lead remains in use. No patient complications have been reported as a result of this event.